Event description:
This is a report by a nurse in the USA of break in aseptic technique and yeast peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. On an unreported date, the patient began treatment with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies (doses, frequencies and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date, dianeal therapies were withdrawn and the patient was switched to hemodialysis. During a call with baxter customer service, the following was reported. On (B)(6) 2012, the patient was diagnosed with yeast peritonitis due to break in aseptic technique (onset date and details not reported). On (B)(6) 2012, the patient was hospitalized for yeast peritonitis. Treatment rendered was unknown. On (B)(6) 2012, the patient was discharged from the hospital. The patient was not retrained on aseptic technique as the patient was switched to hemodialysis therapy (unknown if this was a permanent change in dialysis therapy). The nurse reported the patient was transferred to another dialysis clinic that was closer to his home. The outcome of the peritonitis event was not reported. Concomitant medications and medical history were not reported. The nurse confirmed the events were not related to dianeal, the homechoice machine, or any baxter disposables.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device. Should additional information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - breach in aseptic technique and peritonitis. The complaint is confirmed because the nurse reported a break in aseptic technique by the patient. The assignable cause for the break in aseptic technique by the patient is not determined. A labeling review was performed which found the labeling adequate for the use error in this complaint. The labeling review confirmed, instructions relevant to the complaint are documented in the product labeling and are easily accessible to the user. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.